Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed. One 0.018 in. Nitinol guidewire with a plastic hoop was returned for evaluation. An initial visual observation showed use residue on the returned sample. The guidewire was observed to be broken with the coiled wire unraveled and detached. The coiled wire was found to begin unraveling approximately 1.6 cm and 2.2 cm proximal to the weld tip on the distal segment. A microscopic observation revealed the break sites of the guidewire were tapered and slightly curved with a mostly flat and granular in texture. Some unraveling of the coiled wire was observed just proximal to the weld tip. The location and characteristics of the break sites in the returned sample indicate tensile failure in the guidewire caused by excessive pulling force. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported that the guidewire was found to be damaged. There was no reported patient injury. On (B)(6) 2021 it was additionally reported that the introducer needle was punctured as usual, the guidewire was inserted, the introducer needle was removed, and after the introducer sheath was inserted, when the guidewire was attempted to be removed, the tip of the guidewire coiled.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reey2950 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was found to be damaged. There was no reported patient injury. On (B)(6) 2021 it was additionally reported that the introducer needle was punctured as usual, the guidewire was inserted, the introducer needle was removed, and after the introducer sheath was inserted, when the guidewire was attempted to be removed, the tip of the guidewire coiled.